Event description:
Case reference number (b)(4) is a spontaneous report sent on (b)(6) 2026 by a 45-year-old female patient concerning herself. Additional information was received on the same day from the patient herself and on (b)(6) 2026 from another HCP.The medical history of the patient included LACTOSE INTOLERANT, ALLERGIC TO POLLEN AND DUST. She had no known drug allergies. Concomitant medications included Womens One A Day vitamin, unspecified over-the-counter allergy medication, and an unspecified over-the-counter nasal spray used for dust and pollen allergies. The patient had previously received two doses and one booster dose of an unspecified COVID-19 vaccine, as well as an HPV vaccine in 2025.The patient had previously received treatment with Botox \[BOTULINUM TOXIN TYPE A]" administered years ago for cosmetic indication, and unspecified Juvederm and Restylane injections to the cheeks in (b)(6) 2026 without complications. The patient reported no dental procedures other than routine DENTAL CLEANING within the past 6-12 months and no illnesses during the month prior to treatment. On (b)(6) 2026, the patient received treatment with Sculptra to the buttocks for a BBL (Brazilian Butt Lift) (unknown amount, lot number, injection technique and needle type). Sculptra was hyper-diluted with Lidocaine \[LIDOCAINE]". SCULPTRA WAS HYPER-DILUTED (Intentional device misuse) and SCULPTRA WAS INJECTED TO BUTTOCKS (Off label use of device).On the same day, the patient also received concomitant treatment with Bellafill for BBL.Within a few hours after the procedure, after the Lidocaine effect had worn off, the patient experienced excruciating PAIN/BURNING SENSATION (Implant site pain), which progressively worsened.On (b)(6) 2026, the patient contacted the injector and provided photos. She was informed that the appearance was normal. On (b)(6) 2026, the patient went to the emergency room and was admitted to the hospital with a massive INFECTION (Implant site infection), SEPSIS (Sepsis), and CELLULITIS (Implant site cellulitis). During hospitalization, she received treatment with unspecified IV antibiotics for 11 days, Dilaudid \[HYDROMORPHONE HYDROCHLORIDE]" and 10 mg of Oxycodone \[OXYCODONE]" for pain. The HCP performed one incision in the right hip area to drain an ABSCESS (Implant site abscess) and two incisions in the left hip area to drain abscesses. A Penrose drain was placed on one of the left hip incisions. On (b)(6) 2026, the patient was discharged from the hospital with unspecified antibiotics for 11 days, Tylenol \[PARACETAMOL]" and 5 mg Oxycodone for pain. Approximately four days after discharge, her pain resolved, and she discontinued both Tylenol and Oxycodone.On (b)(6) 2026, the patient visited the HCP and Penrose drain was removed, and Silver nitrate \[SILVER NITRATE]" was applied. At that time, she experienced a burning sensation throughout the following day and night. She took Tylenol and a 5 mg Oxycodone as corrective treatment.On (b)(6) 2026, a sonogram performed by an infectious disease physician demonstrated SPOTS OF FLUID (Implant site oedema), SCARRING (Implant site scar), and INFLAMMATION (Implant site inflammation). The patient was given an additional two weeks of unspecified antibiotics. She was advised that further incisions might be required if the abscess failed to resolve. At the time of reporting, she reported LUMPS (Implant site mass) on both thighs and the bilateral upper buttocks, accompanied by a PRESSURE SENSATION (Injection site discomfort) in these areas while sitting. On (b)(6) 2026, the HCP reported that they had not provided treatment with Sculptra to the patient. The patient had been scheduled for treatment with a nurse practitioner at their office, however, the HCP stated that they had not personally provided care and were unable to inspect the treatment vials.Outcome at the time of the report:PAIN/BURNING SENSATION was Unknown.INFECTION was Unknown.SEPSIS was Unknown.CELLULITIS was Unknown.ABSCESS was Unknown.SPOTS OF FLUID was Unknown.SCARRING was Unknown.INFLAMMATION was Unknown.LUMPS was Not Recovered/Not Resolved/Ongoing.PRESSURE SENSATION was Not Recovered/Not Resolved/Ongoing.SCULPTRA WAS HYPER-DILUTED was Recovered/Resolved.SCULPTRA WAS INJECTED TO BUTTOCKS was Recovered/Resolved.

Manufacturer narrative:
COMPANY COMMENT:The serious, expected events of infection, cellulitis, abscess at implant site, and the serious, unexpected event of sepsis, and the non-serious events of pain, oedema, scar, inflammation, and mass at implant site and discomfort at injection site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions, incision and drainage, and hospitalization to prevent permanent damage, and for the events of infection and sepsis, include a life-threatening condition. Potential root cause includes injection procedure associated with inadequate aseptic technique. Potential contributory factors or alternative root causes include concomitant filler/biostimulator treatment to the affected area on the same day. The event of sepsis was considered secondary to the infection. Sculptra was used off-label in the buttocks and was intentionally misused with regard to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities.EVALUATION TEXT:Routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was not a valid lot number for a Galderma product. However, based on the limited information available, a further assessment of the product's authenticity could not be performed. Follow-up to clarify the lot number and obtain additional information will be undertaken. Based on the available information, this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received.CAPA COMMENT:No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.